Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator (ipg) was no longer able to hold a charge. The ipg was explanted and replaced. Postoperatively the patient is reportedly receiving effective therapy.